Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the alto abdominal stent graft system. The device was delivered to the desired landing position with no issues. Per the radiopaque orientation markers the graft was oriented for anatomical placement. Polymer fill was performed, and the alto main body graft filled fully twisted. Reportedly, there had been no manipulation of the graft before polymer fill that would have caused the twist. The graft becoming twisted during polymer fill caused multiple challenges in the case. It was very challenging to obtain gate cannulation, there was extreme difficulty removing the alto main body delivery system resulting in the alto main body graft to be pushed up into the renal. A non-endologix renal stent had to be implanted, and two gore (non-endologix) vbx stents were implanted up to the secondary ring of the alto main body because of the twist of the unsupported portion of the alto main body. Reportedly, the patient is stable and was discharged from the hospital.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported complaints of the alto deployment issue of the stent graft twisting, difficulty to cannulate the contralateral gate, difficulty removing the nose cone and delivery mechanism, and the proximal ring migration covering 90% of the left renal artery are confirmed. The additional endovascular procedure with the implant of a non-endologix renal stent complaint is also confirmed. This is consistent with the reported event. Device, user, procedure or anatomy relatedness of this complaint could not be determined. The procedure related harms identified were genitourinary complications (oliguria and urinary retention-home with catheter). The final patient status was reported to be discharge to skilled nursing home facility on postoperative day 3. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. G3: awareness date ¿ updated. H6: health effect - clinical code ¿ remove code 1924. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.